Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (won't power on) has been confirmed. Upon investigation the battery charger/modem was unable to power on. The charger was received with no output. The charger was returned to the vendor for further investigation. The root cause for the defective charger is underway at the vendor. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a charger was unable to power on.